Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a multiple port illumination issue during service. There was no patient involvement.